Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event swelling (pt: injection site swelling), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of belotero balance could not be reviewed as the lot number reported was not valid. Siperstein, r., montes, j., & speranza, a. (2022). A retrospective review of the safety and efficacy of low-dose triamcinolone mixed with hyaluronic acid fillers to reduce post-injection infraorbital swelling. Journal of clinical and aesthetic dermatology, 13-19.

Event description:
This case was linked to lssmv case number (B)(4), referring to the same literature article. This is a literature report from a retrospective review aimed to assess the efficacy and safety of low-dose triamcinolone (1 mg/ml) added to hyaluronic acid fillers to decrease swelling after an infraorbital injection. This literature report from united states of america concerns a 39-year-old female patient. She was injected with belotero balance, into the infraorbital area (off label use of device). Batch number was ambiguously reported as 1006195. As reported, the same injection technique was used in all procedures, with a 25-gauge needle to create 1 to 3 pilot holes and a 27-gauge cannula to deliver the product in a retrograde manner. On 08-aug-2016, after the belotero balance injection, the patient experienced unresolved swelling (as reported). On (B)(6) 2016, she received 7.5 units of hyaluronidase and 0.1 ml of kenalog (reported as kenolog) 2.5 mg/ml. After that treatment, the swelling completely resolved. As reported, there was no skin atrophy, problems with vision, skin ulceration, or hypopigmentation reported by the patient or by the blinded evaluator upon review of the patients photos in their chart. As reported, there were no other adverse events that resulted in the patient having their filler removed or any other intervention. No relevant laboratory tests were performed. In 2022, recently, the author saw the patient and she was without any issues. The outcome of the event was reported as resolved. In the opinion of the author, treatment with hyaluronidase was necessary to prevent permanent damage, the event was not permanent and was related to belotero balance (any hyaluronic acid filler under the eye had the propensity to swell). In the opinion of the authors, immediate post-procedure swelling with infraorbital hyaluronic acid filler was a common side effect. Injecting small aliquots slowly with a cannula, in a retrograde manner with low force, while constantly moving always had to be considered to decrease the chance of vascular occlusion. Secondary variables were analyzed only in patients not treated with triamcinolone. Age, sex, history of allergies, and fitzpatrick skin type did not affect patients post-procedure risk of swelling. The volume significantly affected short-term post-procedure swelling with more swelling occurring with larger volumes. This emphasized the importance of using the least amount possible, and if larger amounts were needed, spacing out treatments with less at each visit.